Manufacturer narrative:
We are unable to fully investigate this event as no product code, lot number, or sample was provided.

Event description:
This event is deemed reportable based on the allegations in a lawsuit which, while unsubstantiated, suggest that a reportable event may have occurred during use of atrium medical's mesh product. Allegedly, plaintiff was implanted with c-qur mesh. Plaintiff allegedly experienced open and chronically infected umbilical wound resulting from infected mesh. Plaintiff further underwent debridement of the infected mesh and was treated with antibiotics. The post-operative diagnosis indicated that plaintiff suffered from acute and chronic inflammation with granulation tissue and subjacent fibrosis and scarring, as well as adhesions between the greater omentum and the underside of the abdominal wall. Since this is a legal matter, the case has been turned over to legal counsel and further information obtained through investigation or discovery may fall under the attorney/client and/or work product privilege. However, atrium will supplement this report as appropriate if additional information comes to its attention.

Manufacturer narrative:
A thorough review of the device history and sterilization records indicates that this lot of hernia mesh passed all quality inspections and performance inspections. Based on the details of the complaint and acceptable lot qualification results atrium medical can find no fault with the product in question.

Event description:
Allegedly plaintiff also experienced hernia recurrence, fistula and unincorporation of mesh.